Event description:
It was reported that during a first-time supply change, the user performed steps out of sequence, did not initially fill a new cartridge with insulin, and attempted to fill tubing without observing drops, which led to insulin spilling on the infusion set hub; after education, the user restarted the process, properly filled a new cartridge, replaced the tubing, primed successfully, applied a new site, filled the cannula, and resumed insulin delivery. Symptoms included no clinical symptoms reported. Outcomes included no injury, no medical intervention, and successful restoration of therapy. Investigation included product troubleshooting and user education conducted remotely. Investigation of this case revealed use error related to incorrect supply change steps and priming technique, with the infusion set and tubing components implicated due to misplacement while checking for drops and contamination requiring new tubing. It was concluded, based on previously established findings for similar reports, that the cause was user error due to insufficient familiarity with the supply change procedure.